Event description:
The manufacturer representative reported the patient received a "2nd degree burn" after recharging 4 weeks ago. The representative described redness over the neurostimulator site, and maybe a blister. The patient's skin was red and sore for "several days". The patient had not experienced this problem during recharging sessions. The patient indicated the antenna became very hot but the patient did not notice a temperature icon noting a problem, or an error message. Currently, the patient has healed and the stimulation is fine. The neurostimulator is implanted in the buttocks and protrudes slightly. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if addtional information is received.